Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered too much insulin for the food that was consumed and the blood glucose (bg) level dropped to 45 mg/dl. Glucose tablets were consumed to address the low bg. Tandem technical support advised the customer to discuss the event with a healthcare provider.